Event description:
It was reported that a ge healthcare field engineer sustained a non-displaced fracture of the distal phalanx of the second finger on his right hand while servicing an optima (B)(4) . The field engineer was changing a docking motor at base of the 450w magnet, he lifted the top cover off the dock assembly and was removing the motor when the magnetic field pulled the motor from his hand and onto side of magnet. The field engineer went to the emergency dept where they took x-rays and placed him in a removable splint and prescribed pain medication. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.